Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were replacing the 2000-hour preventive maintenance parts and had questions about build up in the tank, they described it as mold and wanted to know if there was a way of cleaning it. Per additional information updated from ttm, biomed stated they had the arctic sun device due for the 2k hour preventive maintenance. They were taking the device apart for the pump replacements and noticed mold growing on the pumps. Biomed provided s/n dyfpal004. Per review of wo, explained that it would need to come in for cleaning and possible tank/tube replacement, they will discuss with manager and let them know.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Per additional information, biomed stated they had the arctic sun device due for the 2k hour preventive maintenance. They were taking the device apart for the pump replacements and noticed mold growing on the pumps. Biomed provided s/n (B)(6). Per review of wo, explained that it would need to come in for cleaning and possible tank/tube replacement, they will discuss with manager and let them know. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were replacing the 2000-hour preventive maintenance parts and had questions about build up in the tank, they described it as mold and wanted to know if there was a way of cleaning it. Per additional information updated from ttm, biomed stated they had the arctic sun device due for the 2k hour preventive maintenance. They were taking the device apart for the pump replacements and noticed mold growing on the pumps. Biomed provided s/n (B)(6). Per review of wo, explained that it would need to come in for cleaning and possible tank/tube replacement, they will discuss with manager and let them know.